Event description:
The technician alleged that the brakes would set but brake steer caster would not hold. No injury reported.

Manufacturer narrative:
The tech found the brake steer caster failing to lock wheel rotation. The tech replaced the brake caster to resolve the issue.